Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of oversensing with cardio-asynchronous noise. Additionally, a lead integrity alert and a high rv threshold alert had been triggered. Provocative testing with isometrics performed showed no oversensing. It was noted that the patient has a lvad (left ventricular assist device) and works on mowers. The lead remains in use. No patient complications have been reported as a result of this event.